Event description:
Additional information was received from a patient stating that the circumstances that led to their being shocked was that they couldn't lie down or sit with being shocked. The patient stated that they could walk with it shocking. The problem was fixed by a manufacturer's representative (rep) being sent to fix the problem. The shocking and stimulation pain never goes away. The patient stated that they have fibromyalgia, rheumatoid arthritis, hip joints, and all joints hurt. These pains can't all be helped with a stimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's ins has never helped their pain since implant. The patient stated that they have had met with a rep 3 times but could not get the device to help. The patient also reported that if they turn stimulation on to 400 they cannot feel it, but when they lay down or ride in a car it shocks them and they have to turn it down to 300.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.